Manufacturer narrative:
The customer replaced the reference electrode as it was due to be changed and it seemed to resolve the issue. The previous qc tests had acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect na, ci for gen.2 from the cobas 6000 c (501) module. It was noted that all initial results were run on serial number (B)(4) and all repeat results were run on serial number (B)(4). Patient: 1 the initial results were as follows: na: 80 mmol/l, cl: 290 mmol/l. The repeat results were as follows: na: 133 mmol/l, cl: 101 mmol/l. Patient 2: the initial na result was 98 mmol/l and the repeat result was 135 mmol/l. The repeat results were believed to be correct. The questionable results were not reported outside the laboratory. The electrode lot numbers are as follows: na: b5576, cl: s6170. The expiration dates were asked for but not provided.